Event description:
Customer complaint: customer complaing that the sc7000 systems do not make "np" measurements consistently. Sys are s/w version ve0/1. Pts are typically adults and in critical condition.